Event description:
It was reported that the patient experienced increasing pain. The pain was described as more frequent, had a higher intensity, and of a longer duration. It was also noted that the stimulation from their implantable neurostimulator (ins) was not in the same place as it was before. On (B)(6) 2015, the ins was interrogated and impedance testing showed that contact #0 had increased impedances and that contact #2 was defective (though it was noted as "not related to the neurostimulator"). On (B)(6) 2015, a clinical diagnosis of increasing pain in the nervous cutaneous femoris lateralis region was made. Follow up information reported that lead component was explanted and replaced on (B)(6) 2015. The event issue was reported, as of (B)(6) 2015, as ongoing/unresolved. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported they were unable to program around contact 2 and 0. Contact 2 was defective and had increased impedances. The stimulator was repositioned and the lead was replaced. A car accident was the cause of the event. The event was still ongoing.

Event description:
Additional information from the healthcare professional of the clinical study reported the extension was also repositioned. The etiology of MRI was also removed from the event and etiology of surgery/anesthesia remained.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the extension existed from the previous implanted system. The serial numbers are unknown. It was due to the increased pain and contact issues the extension was repositioned.

Manufacturer narrative:
Changed to serious injury from malfunction.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-28, lot# b0016670k, implanted: (B)(6) 2000, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Relatedness was updated to not applicable for the lead. The patient had recovered without sequelae.